Event description:
As patient was getting transfused with an mte (massive transfusion event protocol), bp (blood pressure) cuff required multiple re-cycles after timing out before giving a blood pressure. Some pressures were low (80s/40s) and some were within normal limits. Ultimately, an arterial line was placed to more closely monitor patient's blood pressures during active resuscitation.